Event description:
It was reported that the serfas probe seemed to be melted and deformed during use. This did not result in a delay in surgery or harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Even though, the reported ¿tip melted¿ was confirmed, the failure was not caused by any malfunction of the serfas energy probe. During the visual inspection, a burn mark consistent to an electrical discharge on the right side of the probe¿s ceramic. No insulation damage was observed. The probe was not bent and passed all the visual and functional tests and was operating normally during the simulation performed; therefore, defective probe can be ruled out as a possible contributor. In addition, according to the activation history, the unit was extensively used which indicates that the unit was operating as intended before the condition was observed. The user reported that the tip seemed to have melted and that the surgeon felt he had the distal tip of the scope too close to the wand and cause the issue. If the probe rests on or becomes in direct contact with a metal object, electrode or any electrical leads, as stated in the user¿s instructions, it will provide paths for high frequency current. When a serfas energy probe is hold close to the scope or any other metal object, the radio frequency path is interrupted and the circuit shorts through the instrument, even possibly causing a spark like reaction which may cause damage to the tip of the probe and deliver energy to an incorrect location or metal instrument. Therefore, based on the returned unit¿s evaluation, the activation history, device history record plus nc review and the information provided on the case, the most probable root cause for the reported tip melted is user related. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the serfas probe seemed to be melted and deformed during use. This did not result in a delay in surgery or harm to the patient.